Event description:
New information received indicates that the patient was pacer dependent.

Event description:
It was reported that a patient presented to the hospital for unrelated to the device issue. No capture was noted. Programming changes were made and capture was regained. During the check the next day, intermittent capture was noted again. The device was explanted and replaced. The patient was in good condition following the procedure and will continue to be monitored normally. Device will be send back to manufacture.

Manufacturer narrative:
The report of capture anomalies was not confirmed. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.